Event description:
A consumer wrote a letter to our company which stated that she allegedly received severe burns on the side of her neck while using a heating pad. She also indicated that medical attention was required for her injuries. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction.

Manufacturer narrative:
This was in the area of the sharp fold. Six thermocouples, soldered to 1/2"x1/2" x1mm copper strips with rounded corners, were taped to the heating pad in the six hottest spots seen by the thermal camera. The ul130 full blanket test was performed on the pad until the auto-shutoff turned the sample off. The maximum temperature reached was recorded. The max temperature reached was 90.8 degrees c. The auto-shutoff turned the sample off in approximately an hour. These passing results. The complaint could not be duplicated in testing, and no defect was found which could explain the adverse event that was reported by the consumer.